Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) and was later found to be operating in safety mode. The patient was having symptoms of lightheadedness and shortness of breath. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.